Event description:
It was reported that during a da vinci-assisted surgical procedure, patient side cart (psc) arm 3 would not recognize the sterile adapter (sa). The site noted to the technical support engineer (tse) that while the leds on arm 3 were working, the arm would not recognize the sa. The input disc would not spin when the sa was installed. The site tried two drapes prior to calling in to the tse. The tse had the site remove the sa and cycle the carriage presence pins and it was noted that all 4 seemed to move up and down and the system recognized them being pushed. The site did a power cycle and installed a 3rd drape with no change. The touch screen and high resolution stereo viewer (hrsv) did not display any messages to indicate that arm 3 had an issue, and a review of system logs did not show any faults. The site pressed the emergency stop and fault override with no change. The site was in the process of docking when the issue was discovered. The site proceeded with the case as a 3 arm system. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during the procedure after port placement. The system initially powered on without errors. The case was completed robotically as a 3-arm system, as arm 3 was disabled. It was confirmed that there was no harm or injury to the patient. Patient information could not be provided.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed that universal surgical manipulator (usm) 3 would intermittently not recognize the sterile adapter. The fse replaced usm 3, which resolved the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis (fa) confirmed and reproduced the issue, as the unit would not recognize any instrument when the unit was tested on an in-house system. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue. The root cause is attributed to component failure. A system procedure log review was performed for event verification. Per the review, the following was confirmed: the procedure was performed on (B)(6) 2022 on system serial # (B)(4). This complaint is reportable due to the following: arm 3 was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.